Event description:
It was reported that during a percutaneous coronary intervention, stent damage occured. The 70% stenosed target lesion was located in the non calcified and non tortuous left anterior descending artery. A 2.75x38mm promus element drug eluting stent was deployed, post deployment they noted the proximal end to be deformed. The procedure was completed by deploying another 2.75x38mm promus element drug eluting stent at the proximal end. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at the time of event : over 18 years. Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.